Event description:
Pt reported that they have experienced high blood glucose (400-500's [mg/dl]) for the past four days. Pt stated that they and their physician feel that the high blood glucose may be related to the device not working correctly because when they gave themself an insulin injection, their blood glucose began to come down, but their blood glucose would not come down after delivering insulin boluses with the device. No medical treatment was received.